Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (io) had a smudge on it. Debris on the lens was also reported. Reportedly, the lens was implanted and removed during the same surgical procedure. No incision enlargement, no sutures used and no patient injury was reported. Another lens, same model, was implanted as a replacement. The lens was destroyed by the customer. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/10/2017. Device returned to manufacturer? Yes. In the initial MDR the intraocular lens (iol) was reported as discarded; however, it was returned at the manufacturing site and therefore it was evaluated. Visual inspection at 12x microscope magnification showed that the product was contaminated and dry stains were visible. The product was observed cut in half, most probably to make the removal possible. Considering the condition of the lens it could not be determined if there was a product deficiency. The customer's reported complaint could not be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.